Event description:
It was reported that during a surgical procedure at the user facility, the core console allowed the shaver blade to go to a speed of 6000 rpm. The shaver blade plastic melted and detached from the metal blade. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. Product was not returned.

Event description:
It was reported that during a surgical procedure at the user facility, the core console allowed the shaver blade to go to a speed of 6000 rpm. The shaver blade plastic melted and detached from the metal blade. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.